Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and prime/a33 tests. Intermittent button response due to corroded keypad traces. No button error alarms noted. Minor scratched display window noted.

Event description:
Customer reported receiving a button error alarm on his insulin pump. Customer stated he receive the alarm when taking the battery out. Blood glucose level is 199mg/dl. Nothing further reported.